Event description:
Covidien received information stating that due to a malfunction of a pb540 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) evaluated the device. The cse was not able to duplicate the reported fault code. The unit passed performance verification testing.

Manufacturer narrative:
(B)(4).